Manufacturer narrative:
A fractured fixture removal was reported. The fixture was in use for 10 years before removal (expected life time of the device) and therefore this is not considered an early failure. The treating surgeon has reported pain when loading and possible infection with no conclusive data. The fixture fractured at the expected site where the weakest point in the mechanical design is found (transversal hole after central screw opening) in the presence of lack of bone support. Xray examination identified very advanced bone resorption and bone support loosening of more than half the length of the implant. In addition soft tissue problems were also observed. A partially osseointegrated implant cannot withstand a full-scale functional loading due to reduction of bone-implant interface strength. Previous mechanical testing and fem simulations have identified a significant decrease in the load bearing capacity for the opra implant system in the presence of bone resorption (lack of bone support). There is no need for further investigation, the failure cause is known as reduced load bearing capacity of the implant in the absence of proper bone support from osseointegration. The failure occurred after 10 years of implantation and therefore is not considered an early failure from a possible manufacturing deviation. Fractured fixture. The fixture was in use for 10 years before removal (expected life time of the device). No deviation in batch documentation.

Event description:
Fractured fixture. No evidence of a manufacturing deviation, which could have lead to the failure, was found.